Event description:
A customer reported he received the following erratic readings on his freestyle lite blood glucose meter: 79 mg/dl, 90 mg/dl, 387 mg/dl and 395 mg/dl. The readings were reportedly obtained within ten minutes. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A f/u report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter's memory. This is a final report.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.